Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to flattened down arrow button dome switch. The insulin pump inspected on lcd connector and no unlocked connector noted. The insulin pump received with cracked case at display window corners, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with button error. The patient's blood glucose at the time of incident was 6.6 mmol/l. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.